Event description:
It was reported that inflation could not be maintained on one (1) size 10 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tube. The device which was tested prior to intubation was in use approximately two (2) days when the reported inflation problem was detected. There was one (1) pt involved with no reported pt injury. The size 10 dfen device was returned to the MFR on 4/27/98 for decontamination, analysis and investigation. Device evaluation results are recorded on section h. Of this report.